Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose (bg) level was approximately 500 mg/dl. The customer changed out the cartridge, tubing and insulin. The customer temporarily discontinued the use of the pump and the bg level lowered to approximately 200 mg/dl. During troubleshooting with tandem technical support, the current cartridge and tubing were checked and performed as expected. The customer indicated that the site will be changed as possible scar tissue may have been present around the previous site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.